Manufacturer narrative:
A ge service representative instructed the customer on how to replace the monitor cover and adjust the c brake. The system operates as intended.

Event description:
The customer reported that the system would intermittently lock up and that the monitor cover was broken. No patient injury was reported.